Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. Customer states they are able to complete the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to faulty sensor resistor. The motor was tested outside the device and passed. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.